Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced a breach in aseptic technique which resulted in bacterial peritonitis. The cause of the breach in aseptic technique was further described as a contamination during an emergency room (ER) visit. The patient presented to the ER for another indication and was diagnosed with peritonitis. It was not reported if the patient was hospitalized for the peritonitis. The patient was treated with intraperitoneal vancomycin 1.5gm (frequency not reported). Dianeal therapy was ongoing. On an unreported date antibiotic therapy was discontinued. The patient was recovered from this peritonitis event. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.